Event description:
It was reported that the patients ipg was explanted due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was explanted due to an unknown reason. Additional information was received that the implantable pulse generator (ipg) remains implanted and was causing pain.